Manufacturer narrative:
Information unknown/asked but unavailable. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Lens discarded.

Event description:
It was reported that an intraocular lens (iol) had a scratch on the lens after lens implantation. The lens was removed and replaced with another lens. Through follow-up, it was learned that sutures were required to close the wound. The replacement was successfully implanted. The lens was discarded. The patient status and patient information was asked, but not available. No additional information was provided.